Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During an ablation procedure for atrial fibrillation with an intellanav mifi open-irrigated, while the catheter was in the left atrium, the irrigation port on the ablation catheter was leaking saline from the metriq pump. No error code displayed. The patient was "doing fine after the procedure." There were no complications to the patient and the procedure was completed by replacing the catheter.